Event description:
It was reported that a general comment was made from two physicians about the absolute pro and absolute pro vascular stent jumping during deployment when used with a 6 cm length introducer sheath in the proximal iliac lesion. Due to the short length of the sheath, the valve of the sheath ends up on the inner member of the stent delivery system, rather than on the stabilizing sheath, where the valve of the introducer sheath is supposed to be. During deployment of the stent in these situations, the stent jumps forward. The inner member is constricted, which results in the stent jumping during deployment. This does not happen with a longer 11 cm sheath, but physicians have less control with the longer sheath and will only use a longer sheath if the lesion is tortuous and/or more distal. The brand of the sheath is irrelevant. Only the length of the sheath matters. The estimated date of occurrence is this year, with an estimated two or three patients. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information. Estimated date. The other absolute pro and absolute pro vascular device referenced are being filed on separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.